Manufacturer narrative:
The device history record (DHR) for the lot number 17363285m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The bwi failure analysis lab received the device for evaluation on 05/26/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). Concomitant products were used during this study: carto 3 system. (B)(4). The devices were not returned to bwi.

Event description:
It was reported that one of the two smart touch unidirectional catheters showed noises on all the signals (both carto and recording system). The physician had no ECG signal available to monitor patient heart rhythm. This is MDR reportable event because lack of monitoring of cardiac rhythm while devices are intracardiac might lead to undetected cardiac rhythm that can be life threatening. It was also reported by the customer a MDR not reportable force issue occured during the same procedure. Force value of the 2nd catheter was not compatible, and no errors are displayed. Problem was solved by replacing the catheter. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device evaluation of the other catheter: the returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. (B)(4). It was reported that one of the two smart touch unidirectional catheters showed noises on all the signals (both carto and recording system). The physician had no ECG signal available to monitor patient heart rhythm. It was also reported a MDR not reportable force issue occured during the same procedure. Force value of the 2nd catheter was not compatible, and no errors are displayed. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was evaluated for carto 3 and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. The catheter was evaluated for screening test and force calibration check and catheter passed both tests. The force feature was working properly. Finally, the force sensor values were found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.